Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, failure of the sensor board and internal battery were observed. The device's sensor board and internal battery were replaced to address these issues.